Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that device turned off by itself. There was no reported patient involvement.

Manufacturer narrative:
Device was sent back to customer fully functional. Battery was not replaced because bench could not order battery.